Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid, right coronary artery (rca). A 3.50 x 20 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced with no resistance felt to the lesion and would not inflate. The bdc was removed from the anatomy and was replaced with a new unspecified bdc to successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and scanning electron microscopy inspections/analysis were performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported inflation issue and the noted tear in the middle portion of the balloon under the fold on the returned device appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.